Event description:
The complainant reported lying on a heating pad for back pain and falling asleep for a few hours. She awoke to find a burn on her forearm. The wound would not heal and required skin graft surgery.

Manufacturer narrative:
This product was used contrary to the labeled warnings which warn not to use while sleeping. We do not believe a product defect was the cause of this incident, but instead user misuse/abuse of the product. See scanned pages.